Event description:
Adverse event: interrupted treatment; patient received 105% of treatment. Malfunction: laser stopped firing; lost track. An ophthalmic technician reports that the laser stopped ablation at 5% due to lost tracking of the pupil. The surgery was aborted. The territory manager was contacted by phone and he instructed the site how to reload the treatment, fire 5% of the treatment on a pmma disk and then complete the remaining 95% of the ablation on the patient. Unfortunately, the technician accidentally reloaded the same procedure and completed 100% without interruption, resulting in a total of 105% ablation delivered to the patient's eye. During a follow up conversation with the laser operator, it was stated the surgeon had no concerns for the outcome of this patient. The patient was seen at one day postop and was seeing 20/30 uncorrected. Bcva was not measured. Additional information has been requested.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) provided assistance to the site via phone. While on the phone with the laser operator, the tm instructed the operator to optimize the tracker contrast to assure that the eyetracker maintains track. The tm also instructed the technician how to reload the procedure, fire the first 5% onto a pmma disc, then fire the rest of the treatment on the patient's eye. While reviewing the log file for this patient's surgery, the tm noticed the operator did not fire the first 5% of the treatment on a pmma disc and a full 100% of the treatment was delivered, resulting in 105% of the treatment delivered to the eye. The tm contacted the laser operator and advised the operator how to prevent this situation from happening again. Based on the results of the investigation, the root cause of this complaint is user error, specifically the site not optimizing the eyetracker contrast setting. (B) (4)